Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her mother¿s onetouch verio flex meter was reading inaccurately low. The complaint was classified based on customer service representative (csr) information as well as additional information obtained by the medical surveillance specialist (mss) who reviewed the initial call recording. The reporter claimed that the at an unspecified date and time her mother obtained a blood glucose reading of ¿24 mg/dl¿ with the subject meter. In response to this reading the patient went to hospital where her blood glucose was tested on an unspecified ¿hospital¿ meter and the result obtained was ¿274mg/dl¿. It was at this point that the patient considered the earlier reading of ¿24 mg/dl¿ to be inaccurately low. The reported did not specify the time difference between these results. Meter to other meter comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. There can be no presumption as to which meter¿s reading is erroneous as the comparison was not made to a calibrated reference method. The reporter claimed that at this point the patient was ¿hospitalised for two days¿ and that during her stay in hospital she received ¿treatment¿. Though the reporter did not provide any specific information on the treatment received. The csr was unable to conduct troubleshooting with the reporter as the reporter refused. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute blood glucose excursion after obtaining an alleged inaccurately low blood glucose result with the subject meter.